Event description:
Boston scientific crm received information that this implantable left ventricular lead exhibited pacing impedance measurements greater than 2000 ohms. When the lead was configured to left ventricular ring to right ventricular coil the impedance measurement was acceptable. The patient had experienced symptoms of heaviness and a flutter/vibrating sensation. The cause of the patient's symptoms was not determined. Technical services discussed the symptoms may have been due to lack of bi-ventricular.

Manufacturer narrative:
The available information suggests this lead remains in service without additional complication. Should additional information become available this event will be updated.

Event description:
Additional information was received indicating an invasive procedure was performed and this lead was explanted due to a fracture. Multiple attempts were made to access the coronary sinus to replace the lead, however were unsuccessful. A new left ventricular lead was not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available, this report will be updated.